Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the no display and b30 error message was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that the colonovideoscope had no image and a b30 scope communication error message was displayed. There was no patient involvement.